Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of white foreign matter on stylets is confirmed but the exact cause is unknown. Three 5 fr d/l powerpicc catheters with their t-lock assemblies were returned opened in their original packaging for evaluation. A microscopic observation revealed white residues throughout each returned entire stylet. The material appeared bunched and peeling. The material appeared to partially coat the stylet wire. It appeared that the hydrophilic coating applied to the stylet wire during product manufacture was bunching and peeling. It could not be determined what caused the delamination of the coating. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include exposure to incompatible chemicals, unidentified environmental factors affecting the properties of the coating, withdrawal of the stylet through a dry t-lock prior to flushing the system, and withdrawal of the stylet across the edge of the t-lock body. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that when placing the catheter, the ICU customer pre-flushed the catheter before trimming it. When pulling out the stylet, the customer found white floccule foreign matters on the wire. Due to the concern about the presence of the foreign matter in the catheter, the customer dared not to use it and filed the complaint. It was reported this occurred with three devices. This report addresses the second device.

Event description:
It was reported that when placing the catheter, the ICU customer pre-flushed the catheter before trimming it. When pulling out the stylet, the customer found white floccule foreign matters on the wire. Due to the concern about the presence of the foreign matter in the catheter, the customer dared not to use it and filed the complaint. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.